Event description:
It was reported that the patient experienced no relief of incontinence symptom and there is an erosion near the artificial urinary sphincter (aus) cuff. A surgical procedure was performed to replace the system. There were no patient complications.